Event description:
Reporter alleged segments were missing from the display of the compact plus system. Reporter was unaware of the alleged display issue prior to calling the manufacturer. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.